Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 3093-28, lot# va01uz4, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, lot# va01uz4, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the lead broke off while removing the extension. The lead was partially removed and was inactive. The lead extension was reported removed as the health care provider (hcp) did not see it on the x-ray. The lead with the extension was something removed prior to the case as the patient had multiple replacements.